Manufacturer narrative:
Status indicator failed, causing the indicator to indicate to not use the unit even though it was fully functional and ready to use with the exception of the failed indicator. The device is an automatic external defibrillator (AED). The user facility returned the device for evaluation and repair. Evaluation be welch allyn confirmed the reported "do not use" indicator constantly being on. Investigation isolated the cause of this failure to a failure of the lcd within the indicator component. Replacing the indicator component resolved this failure. The failure was discovered by the user during self test of the unit. The unit was fully functional with the exception of the status indicator incorrectly indicating not to use the device. The device was repaired, passed all performance tests and was returned to the customer.

Event description:
It was reported that the device displayed "do not use" at all times, but passed the self test when powered up.